Manufacturer narrative:
(B)(4). Review of device history indicates manufacture of the device is not related to the reported issue. A service history review was not performed as the device has not been serviced in more than one year. Upon conclusion of the investigation, there was nothing found that would cause or contribute to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The homechoice device was evaluated and all functional tests were performed as per required by procedures. A visual inspection was performed and noted a broken door cover. The broken door cover was determined to be unrelated to the reported event. A power on self-test was successfully performed and the device passed all checks and calibration tests successfully during service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed and indicates that manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or at the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.